Event description:
Medical records received. After review of medical records, the patient was revised to address elevated serum metal ions and adverse tissue reaction. No revision notes and lab data provided. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
For any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On (B)(6) 2017: litigation record received. Litigation alleges extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization, and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.